Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 4.0 x 40, 40cm mustang balloon catheter was advanced fro dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed without any problem and a balloon pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: mustang device 4x4x40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 4.0 x 40, 40cm mustang balloon catheter was advanced fro dilatation. However, during first inflation at 10 atmospheres, the the balloon ruptured. The device was removed without any problem and a balloon pinhole was noted. The procedure was completed with a different device. No patient cmplications were reported and the patient's status was good.